Event description:
Drive medical has received a complaint from a pt about an incident involving a rollator allegedly distributed by drive medical. It is reported that the pt was sitting on the rollator and pushing herself backward with her feet. It is alleged that the rollator folded by itself causing the pt to fall over the rollator. It's alleged that the pt's right knee hit the rollator and her right shoulder and right scapula hit the wall. The pt was allegedly diagnosed with non-union of the right scapula fracture. Drive medical is still in the process of, through our insurance company, requesting add'l info and return of the alleged product for further investigation. This MDR report is based on the pt complaint.